Event description:
(B)(4). Perfusionist stated that during setup, he tried to test the blender. Reported a little air was flowing out of the back. Perfusionist also noticed the flowmeter beads were at the bottom. The perfusionist did not know what the sweep rate and therefore did not use the blender. The perfusionist swapped out the blender prior to the extracorporeal membrane oxygenation (ECMO) procedure.

Manufacturer narrative:
This was found during a retrospective review of complaints. No pt info available. OEM MFR performed eval and repair of device. Device was not returned to MFR for investigation or service. Root cause for malfunction was attributed to device being out of calibration. Device was repaired and returned to customer. Attempts to obtain pt info were unsuccessful.